Event description:
The customer reported the image was whiting out. Pt involved, but not injured. They were able to finish case by manually adjusting brightness and contrast.

Manufacturer narrative:
The ge service rep found that the images with the anatomy positioned in the same position would have identical kv and ma values, but that contrast and brightness would change from shot to shot. Suspect s/w corruption is causing problem.